Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes at 5:34pm on (B)(6) 2015: 66 mg/dl and 184 mg/dl. Later in the day on (B)(6) 2015 at 8:00pm, the customer reportedly received the following results on the aviva system within 10 minutes: 134 mg/dl, 55 mg/dl, and 66 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.